Manufacturer narrative:
Evaluation results: a cadd cassette set (nine products) were returned for investigation in used condition. The nine units were visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. No damages or other workmanship defects were observed. The cassettes were then connected to a cadd legacy pump for testing. The pump ran the delivery program without any issues. No alarms were activated during the tests. No fault was found with the cassettes. The investigator determined that they functioned as intended. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop on three different occasions lot documented 3935920, 3894451, 3900379 alarms upstream occlusion alarm. No patient adverse events reported.